Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent damaged occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified mid-left anterior descending artery. A 2.50 x 20 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The distal stent strut was then noted to be lifted. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient's status was good.